Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set tubing was leaking. It was reported the bag was empty halfway through the infusion. Per reporter the end user was advised by the pharmacist to attach a new bag to complete the dose.